Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that the lots met all pre-release specifications. Conclusions: according to the gore tag thoracic endoprosthesis instructions for use, do not continue advancement of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur. Do not cross significant arterial branches which do not have collateral or protected perfusion to end organs or body structures. Vessel occlusion may occur. Anatomical requirements state the distance between the distal end of the aneurysm and the celiac axis must be a minimum of 2 cm. Overlapped endoprostheses in an aneurysmal section should be one to two sized different in diameter with an overlap of at least 3 cm (gold band to gold band). (B)(4).

Event description:
On (B)(6), 2011, the patient underwent repair of a descending thoracic aortic aneurysm. The first gore tag thoracic endoprosthesis would not pass through the first bend of the patient's tortuous artery that formed an 'n' shape at / around the celiac artery and was aggressively advanced outside of the sheath and deployed. A distal type I endoleak was noted and a second gore tag thoracic endoprosthesis was advanced outside of the sheath and implanted. The superior mesenteric artery was partially covered and the celiac artery was covered. A slight distal type I endoleak remained and the physician chose to wait and watch. On (B)(6), 2011, there was renal function deterioration and hemodialysis was administered. The superior mesenteric artery and celiac artery were occluded. On (B)(6), 2011, a laparotomy was done for suspected intestinal ischemia. Bowel necrosis was observed and a partial enterectomy was performed. Despite the procedures, the patient expired due to multiple organ failure.